Event description:
Voluntary medwatch report received from customer indicating underdelivery had occurred. "Pump was started at 2:30am to administer nipride and nitroglcerin. Pt recovery was uneventful unitl approx. 7:30am when the pump started to alarm. The nurse who responded noted that the screen of the pump was black and blank and that the pump was not functioning. The pump was plugged into a wall outlet at the time. The nurse immediately tried the pump in a second wall outlet and hit 'resume'. The screen remained black and blank. The pump was then shut off and restarted. The pump remained black and blank. At this point a second pump was obtained and the medications restarted using the second pump. There was no apparent injury to the pt. Since the pump alarmed as designed to alert the nursing staff to the problem we are sending a voluntary report to alert co to this event." A new pump was obtained. No medical intervention was required. No adverse pt effects were reported. Hospital biomedical engineering was unable to duplicate the event.